Event description:
Surgeon visualized flames at the tip of electrosurgical pencil during a below the knee amputation surgical procedure. Surgeon discontinued use of electrosurgical unit (esu) and utilized another esu as well as bipolar cautery which resolved the situation.